Event description:
The customer reported that the rotator broke while injecting contrast. There was spray. No harm or injury was reported. The customer reported five defective devices but did not provide any further information or clinical details for the additional events. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the investigation has been completed. Evaluation: a follow-up report will be submitted when the evaluation has been completed.